Event description:
It was reported that a continu-flo solution set broke at the terminal end into peripherally inserted central catheter (PICC) during vancomycin therapy. A distal piece of the IV tubing separated and became lodged inside the PICC line. The PICC line was subsequently removed at completion of antibiotic therapy, with the broken tubing segment remaining inside the catheter at the time of removal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3 event date / d10 therapy date: (B)(6) 2026. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. G1 manufacturing site: the product was manufactured at one of the two following manufacturing locations: baxter healthcare - cartago parque industrial de cartago apartado no. 1-7052 cartago, costa rica. Baxter healthcare - haina parque industrial itabo carretera sanchez km 18 1/2 haina, dominican republic 21426. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.